Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low, out of range pacing impedance. Also, sensing and pacing threshold remained chronically stable. Programming changes were made. Patient was stable and will continue to be monitored.